Manufacturer narrative:
The pod arrived fully deployed. The vent pin was observed to be lodged in the needle well, as it was disconnected from the needle cap upon removal. A scuff-like marking on the upper-left section of the cutout indicated that contact occurred between the soft cannula and vent pin as the needle mechanism deployed. No timeouts or drive stalls were observed. The pod delivered 217 pulses. The defective needle cap is confirmed as the root cause of the reported needle mechanism complaint.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula was already sticking out when the needle guard was removed. It was also reported that the pink slide insert did not move forward indicating that there was a needle mechanism failure.